Manufacturer narrative:
Approximate age of device - 1 year, 6 months. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent subcostal pump exchange due to a chronic percutaneous lead (driveline) infection. Cultures were taken along the driveline tract and there was no evidence of pump pocket infection. The patient had a reported history of non-compliance and has been educated by the vad coordinator and team. Stimulan rapid cure antibiotic beads were initiated which will work locally for a 6 month period.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. The evaluation of the returned device did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 11¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. The outflow bend relief collar was returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.